Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hospital equipment (B)(4) in (B)(4), the legal MFR, arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): chair keeps dropping. Investigated, found faulty handset, also damaged handset holder, both units replaced, operation checked on completion. (B)(4).